Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder stopped activating during vessel/side branch ligation. The reporter stated that the hemopro generator setting was set at power level 3. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device. This issue is being investigated through the marque CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)